Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The following additional information was received concerning the event. The date of the event was (B)(6) 2011. Both results were reported outside the laboratory. Based on the creatinine results and the anamnesis, the patient was hospitalized. Because the diagnosis was unclear, the patient left the hospital after one day. The patient's current condition was given as fine. The date received by manufacturer was (B)(6) 2011.

Manufacturer narrative:
The investigation could not determine a specific root cause as none of the customer material was returned and no patient samples were available. Material from the same lot performed as specified and no malfunction was detected. No adverse events were reported.

Event description:
The user received questionable creatinine results when comparing two different sample types on the reflotron sprint 220v serial number 3005496. The result with serum drawn by venipuncture was 48.7 umol/l and the result with edta plasma in a microtainer from a capillary draw was 144 umol/l. No adverse effects were alleged regarding the issue.